Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported the customer received several no delivery alarms during basal and bolus deliveries. Customer's blood glucose was 328 mg/dl. Customer stated they had treated their blood glucose with an insulin pen. It was found insulin was not able to exit during a fixed prime and the insulin pump alarmed no delivery during troubleshooting. The customer also stated the insulin pump alarmed during a manual prime. Customer was advised the alarm may have been caused by an infusion set/reservoir occlusion. Customer was advised to change out their infusion set and reservoir. The customer also requested to have their insulin pump replaced. No additional information provided.